Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, additional information received indicates that the patient entered a local hospital sometime in (B)(6) 2010 with the diagnosis of constrictive pericarditis and underwent peri-cardial stripping. This led to a peri-operative death on (B)(6), 2010 which is believed to be a result of complications that developed from the peri-cardial stripping procedure. There was no additional information provided.

Event description:
It was reported via a trial that approximately twenty months post stenting procedure in the proximal left anterior descending artery with one xience v 2.5 x 15 stent, the patient died of "heart trouble" in (B)(6) of 2010. The cause of death is currently unknown. Though requested, there was no additional information provided.